Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as MFR# 2134265-2010-02992. It was reported that post a coronary drug-eluting stenting treatment procedure, thrombosis occurred. The patient presented to the cath lab with an st segment elevation myocardial infarction. The target lesion located in the right coronary artery (rca) and was 100% blocked. The physician advanced an unspecified wire to the lesion and advanced a 1.5x12mm apex coronary balloon for pre-dilatation. The stenosis was reduced and timi 3 flow was achieved. Next, the physician deployed a 2.0x18mm non-bsc stent in the distal rca. A 2.5x32mm taxus liberte stent delivery system was advanced and the stent was deployed in the mrca. Lastly, a 2.5x24mm taxus liberte sds was advanced and deployed overlapping the 2.5x32mm taxus. The lesion was post-dilated with a quantum maverick balloon. The patient was stable after the procedure and was administered plavix and nitro. Ten to twelve hours post procedure, the patient had chest pain and was brought back into the cath lab. An angiogram of the rca showed that the stents were patent. The patient was sent back to their room without additional intervention but continued to have chest pain which was medically managed. Five days later, the patient was brought into the cath lab for a scheduled stenting procedure of the left circumflex (lcx). Before treating the lcx, an angiogram showed that the rca was completely blocked. Although there were collaterals filling to the distal stent, the mrca was completely blocked. The physician was unable to cross the lesion with non-bsc wires and therefore could not treat the rca. The physician did not feel it was a stent related problem. Additional information has been requested and has not been provided.